Event description:
It was reported that during implant the setscrew did not produce clicking when tightened. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of setscrew would not tighten was confirmed in the laboratory. The cause for the even twas the upper part of the hex inset being stripped and excessive medical adhesive inside the hex inset.